Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms resulting in an alert in the remote home monitoring system. It was noted that shock impedance measurements for the past 12 months had been stable in the 100 to 110 ohms range and had increased gradually to the out of range value. A potential lead fracture was suspected. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.